Event description:
It was reported to philips that the equipment was not firing the x-ray, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information that during the neurovascular diagnosis procedure, the issue occurred, and the procedure was completed by using other system. It was reported that the equipment was not firing the x-ray. Upon further inspection, philips field service engineer (fse) visited onsite and checked log analysis and it showed no communication of flat detector with the system and found that high room humidity and there was poor contact in the cable. Fse applied the contact cleaner. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.